Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to manufacturer therefore cause of event cannot be determined.

Event description:
It was reported that a patient underwent olif surgery at l2-5 levels and pps surgery at l2-s levels on (B)(6) 2015. During pps surgery with navigation, l2 and l4 left screws were inserted medially so the screws were re-inserted with an image. During l4 removal after re-insertion of l2 screw, bleeding was about 500cc and pps approach was changed to open for stopping bleeding. The surgery was completed without l4 screw. The patient had no problem as a result of the event. The surgical time was extended 15-30 mins as a result of the event. Surgeon commented that the screw trajectory was changed at the time of tapping. The surgeon was using navigation just before tapping. After removing a pedicle screw, bleeding occurred from the site. According to the surgeon, inserting the screw more at medial side probably damaged a blood vessel running near the facet joint. The surgeon did astriction of the site. The concerned screw was disposed at the hospital and could not be returned. The surgery went well and completed after the event. The product came in contact with the patient. No patient complications were reported.